Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in a gastric bypass at the enteroenteric anastomosis using white filler, the staple line came loose on both sides. A very experienced doctor with the use of the stapler and load, he had already performed two other previous staplings with the same batch of load and nothing happened. The doctor had to perform a manual suture and the patient was fine when the doctor went to perform the test with methylene blue and observed that it was leaking in the suture and as there was pressure with the entrance of the liquid, it released on both sides. No patient consequences reported. No further information is available.